Event description:
It was reported that there was a patient infection. Original surgery date was (B)(6) 2012, a rotator cuff repair; right shoulder arthroscopy with arthroscopic subacromial compression, arthroscopic distal clavicle excision, limited debridement of glenohumeral joint, mini open repair of the supraspinatus and infraspinatus. Septic right shoulder (B)(6) 2012. Right shoulder incision and drainage with extensive lavage, removal of hardware, admitted for revision of rotator cuff repair. PICC line placed for 4 weeks for administration of vancomycin. Diagnosis was osteomyelitis. Organism: unknown.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event; no issues were found with the sterilization of this lot. This device is supplied sterile. Results of culture taken/type of organism(s) identified were requested but not provided. Based on the information provided, a definitive cause for the post-operative infection could not be determined. The most likely cause for this type of event is a nosocomial source or patient non-compliance with post-op wound care directions. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Facility will not return the device.